Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the popliteal and distal superficial femoral artery with moderate calcification and mild tortuosity. The absolute pro ll self-expanding stent system (sess) was deployed successfully for the first 1cm, but stopped deployment despite continuous moving of the deployment thumbwheel. An attempt to remove the stent was made by retracting the catheter handle and pulling everything back into the 6french (fr) sheath; however, the stent dislodged leaving 1cm in popliteal and stretched the remaining stent through the mid sfa . The stent reformed normal deployment in the proximal sfa which resulted to a delay in the procedure as additional absolute pro stents were deployed to treat the mal-deployed stent. There was no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
A cine was received and reviewed by an abbott vascular clinical specialist. It was reported that the user intended to treat a moderately calcified lesion in a mild tortuous superficial femoral artery (sfa) and popliteal artery. It is unknown size of sfa and popliteal artery. It is unknown any treatment to the lesion prior to the delivery and deployment of the absolute pro ll self-expanding stent system (sess). It was not noted if there was any resistance or difficulty delivering the sess into the treatment area. It was not noted if the device was prep and handled per instructions for use (IFU). Once the sess was in position, the user experienced a partial deployment (1cm) per the report, while the user was still able to move the thumbwheel. The user attempted to retrieve the sess and partially deployed stent through the 6f guide sheath, but the stent ¿snapped¿ the first 1cm per the report, which I assume is the partially deployed section. The rest of stent was noted as stretched through the mid sfa. Additional absolute pro sess were used to treat the detached mal-deployed stent. The report contains media in the form of 4 jpeg images. This media does confirm the reported event and also confirms a malfunction with the abbott device. A probable cause was not identified for the event with the media and information provided. The device was returned for analysis. The reported difficulties were unable to be replicated in a testing environment due to the condition of the returned device (stent deployed and not returned). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the device was bent in the moderately calcified and mildly tortuous anatomy preventing the shaft lumens from moving freely; thus resulting in the reported difficult or delayed activation. Interaction and/or manipulation of the device resulted in the noted multiple stent sheath kinks and the noted partially separated inner member contributing to the reported difficulties. During attempted removal of the compromised device and partially deployed stent interaction with the moderately calcified and mildly tortuous anatomy resulted in the reported stretched stent and ultimately resulted in the reported dislocated stent. As reported, additional absolute pro stents were deployed to treat the mal-deployed stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.